Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer's representative indicated replacement occurred on 30-aug-2017 and the pump would be returned to the manufacturer.

Event description:
Information was received from a consumer and a healthcare professional via a manufacturer representative regarding a patient receiving morphine 20mg/ml for a total dose of 10mg/day via an implantable pump for non-malignant pain. It was reported the pump was not working and they tried to contact their healthcare professional (hcp) and the hospital and never received any help. It was later reported that there was a pump alarm and a motor stall was confirmed. There was no known issue that may have caused or contributed to the motor stall/pump not working. The patient was seen in clinic and pump was placed to minimum rate on (B)(6) 2017. The patient was given/prescribed oral medications and was sent to the surgeon and scheduled for replacement. It was noted that surgical intervention did occur, and pump replacement occurred on (B)(6) 2017. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." The patient's weight was unknown. Event date was (B)(6) 2017. No further complications were reported/anticipated.